Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer who is a toddler pulled reservoir out of insulin pump and began to chew on it. Customer's blood glucose dropped from 323 mg/dl to 21 mg/dl. High blood glucose was treated with 100 grams of carbs, but blood glucose continued to lower. Paramedics were called and customer was hospitalized for two days.

Manufacturer narrative:
Additional information has been received after the initial report was submitted. The information has been provided with this report.

Event description:
It was reported by customer's mother that the customer pulled reservoir out of the pump and chewed on the tube. She changed the reservoir and tube. The sensor showed 280mg/dl and 30 minutes later sensor glucose was 73mg/dl. The customer was treated with glucose and glucagon. Blood glucose was between 50mg/dl-60mg/dl for a few hours. The customer was connected to the pump. The customer chewed on the lower part of the reservoir; he pushed stopper further and pushed insulin into his body.